Event description:
Reporter indicated a vns generator was unable to be interrogated in the sterile packaging in the operating room. Another vns generator was used to implant the patient successfully. The generator has been returned and is currently in product analysis.